Manufacturer narrative:
Siemens filed initial MDR 2432235-2025-00001 on 02-jan-2025. Additional information (18-mar-2025): siemens further evaluated the event and determined that the leaked valve on reaction washer probe 1 caused the falsely elevated co2_c results. The investigation conclusions code in the h6 was updated to reflect the additional information. The instrument is performing according to specifications. No further evaluation of this device is required.

Manufacturer narrative:
A united states (us) customer contacted a siemens customer care center (ccc) and reported that the falsely elevated concentrated carbon dioxide (co2_c) results were obtained on three patient samples on the atellica ch 930 analyzer. Quality control (qc) and calibration recovered acceptably on the day of the event. A siemens customer service engineer (cse) was dispatched to the customer¿s site. During the visit, the cse performed mix testing and observed that reaction washer 1 probe was leaking. The cse primed the reaction washer 1 probe line, replaced the 2-way valve on the manifold, no leaks were observed after priming the line, reset the graphical user interface (gui) and ran a full auto check and qc, which recovered acceptably. The cause of the falsely elevated co2_c results is unknown. The instrument is performing according to specifications. No further evaluation of this device is required.

Event description:
The customer reported that the falsely elevated concentrated carbon dioxide (co2_c) results were obtained on three patient samples on an atellica ch 930 analyzer. The erroneous results were not reported to the physician(s). The sample identifiers(B)(6) were repeated on both original and on alternate atellica ch 930 analyzers. The sample identifier (B)(6) was repeated once on an alternate atellica ch 930 analyzer. The repeat results recovered lower than the erroneous results and were consistent with the patients¿ histories and analytical measurement range. The repeat results from the alternate atellica ch 930 analyzer were considered correct and reported to the physician(s). There is no known reports of patient intervention or adverse health consequences due to falsely elevated co2_c results.